Manufacturer narrative:
Philips service replaced the ipb (fru ipb_fox) and m-cabinet psu (pfs272 powertray fru) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray was unavailable with image quality issues due to ipb and psu failures on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.